Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3008352382-2022-00013 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) false negatives occurred. The following information was provided by the initial reporter: how many wrong results were obtained? 1. What confirmatory test was performed to determine the false negative result? Gram stain and seeding on solid medium have any incorrect results been reported to physicians? No. If so, were any patients treated based on erroneous results? Not applicable. If so, did the incorrect treatment cause any harm to the patient(s)? Not applicable hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false negative.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone: (B)(6).

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) false negatives occurred. The following information was provided by the initial reporter. How many wrong results were obtained? 1. What confirmatory test was performed to determine the false negative result? Gram stain and seeding on solid medium. Have any incorrect results been reported to physicians? No. If so, were any patients treated based on erroneous results? Not applicable. If so, did the incorrect treatment cause any harm to the patient(s)? Not applicable. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details: false negative.